Event description:
Report received from (B)(6) stating that the device was frozen. It was reported that the device was not used in surgery but it unk whether pt or user injury occurred. The event date is unk as well. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).